Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular lead. The lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular lead. The lead was explanted to resolve the event and the patient was in stable condition.